Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician had an issue with the glidesheath slender sheath leaking. No surgery was required. The patient's condition was fine. The procedure was successful. Additional information was received on 07oct2019. The procedure was a heart catheterization. The sheath was leaking at the valve. Doctor said there was a lot of blood loss; however, was not able to provide an amount. The patient was in stable condition. There was no damage to the sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.